Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿connect to power¿ alarm could not be confirmed through this evaluation. The mobile power unit (mpu) (serial #: 19998484) was not returned for evaluation; however, provided information indicated that the mpu would cause a ¿connect to power¿ alarm when plugging in the white power cable. Additional provided information communicated on 16jan2024 indicated the mpu will not be returning for an evaluation. The root cause for the reported event was not conclusively determined through the analysis. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. Mobile power unit (serial #: 19998484) was shipped to customer on 18aug2023. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible) including ¿connect to power¿ alarm, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use under section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook under section 6 ¿equipment maintenance¿ explain how to properly care for the equipment, including the mobile power unit. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use section d, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the issue has been resolved.

Event description:
It was reported that the patient called stating that they were connected to their mobile power unit (mpu) on the night of (B)(6) 2023 as always with everything working properly. However, upon getting up, the system controller stated to alarm saying to connect to power with the "white" connect indicator on the controller flashing with audio warning. The patient then changed both the white and black connection to battery power and the alarm stopped function properly on battery power. But, when attempting to connect to the mpu white connection, it would alarm again stating "connect to power". The patient presented to the clinic with the system working properly without alarms. In the clinic, when an attempt was made to change the patient from battery to mpu power, changing the white connection, the controller would alarm again. Therefore, the mpu was replaced and the old one was to be returned. No log files were collected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.